Event description:
It was reported the programmer pen can not be used. Tried swapping pens but still did not work. It was also reported the screen is cracked. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported the programmer pen can not be used. Tried swapping pens but still did not work. It was also reported the screen is cracked. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display overlay was broken, which caused the stylus pen not to function properly. It was also noted that the stylus pen was missing. (B)(4).